Manufacturer narrative:
B3: date of event - aware date of 26feb2024 used as event date is unknown. Literature citation: torres-saura f., et al. Catheter-based closure of residual leaks after percutaneous occlusion of the left atrial appendage with watchman device: two cases. Revista espanola de cardiologia, volume 73, issue 3, march 2020, pages 262-263. Https://doi.org/10.1016/j.rec.2019.08.010.

Event description:
It was reported via literature article that a device leak occurred. A left atrial appendage (laa) closure procedure was performed using a 21mm watchman laa closure device with delivery system (wds). One year post implant procedure, transesophageal echocardiogram (tee) identified an anterosuperior peri-device leak greater than 5mm. A non-boston scientific vascular plug was percutaneously implanted to seal the leak. The patient was discharged the following day with instructions to take aspirin and clopidogrel for three (3) months and to continue aspirin (100 mg/d) indefinitely. The patient did not experience any new embolic or hemorrhagic events after discontinuing clopidogrel and during a follow-up of 4 and 14 months.